Event description:
A customer reported a crack in the disinfectant reservoir around the heater. It was stated that less than one gallon of disinfectant leaked outside of the unit and on to the floor. The facility cleaned the disinfectant and reported there was no human injury due to the issue. The facility purchased a new tank and will replace it locally.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis and the health hazard evaluation. The DHR for the aer, serial # (B)(4), was reviewed and no issues were noted. The service and complaint history for the asp automatic endoscope reprocessor with printer for six months, from (B)(4) 2009 to (B)(4) 2010, shows no similar issues with the unit. Additionally no trends with the same part being replaced. The trending analysis for the problem code ''leaking from reservoir" was completed for (B)(4) 20009 through (B)(4) 2010. The trend line lies below the upper control limit except for two months, (B)(4) 2010. The (B)(4) for those two months lie slightly above the calculated upper control limit. Since then the (B)(4) has been declining. Since (B)(4) 2010, the cpuy has been below the calculated mean. The fmea (failure mode effects analysis) review for all aer leak related failure modes have overall risk numbers (rpn) below the threshold of 100. The shuma (system hazard and user misuse analysis) for cidex opa/disopa was reviewed and the initial risk numbers for user repeated exposure hazards were all 4 or lower, which would be category ii, or ''as low as reasonably practicable.'' The hhes (health hazard evaluation) were reviewed for patient/user reactions to cidex opa and for leaking from the aer system. The highest hazard / risk found was a 5, which is considered low risk. No parts were returned to asp for testing. The customer confirmed that the issue was resolved by replacing the damaged disinfectant reservoir tank. The risk associated with the failure is low. There were no human reactions or injuries to the disinfectant solution that leaked from the unit. Hence, no evaluation of disinfectant exposure is required.